Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a corner of the cruciate-retaining femoral impactor pad broke off during impaction of the final implant. No further information is available.